Manufacturer narrative:
(B)(4). Device evaluation: the reported condition involving an infuso.r. Pump that would not infuse when the key was touched was confirmed and reproduced during product evaluation. The root cause was not identified. Due to estimate refusal by the customer, no repairs were made to fix the reported condition.

Manufacturer narrative:
(B)(4).the device has not yet been returned for evaluation. When the evaluation is complete or if additional information becomes available a follow-up medwatch will be submitted.

Event description:
The facility representative reported an ipump with the condition of not pumping when the pump key is touched, it will not respond. The process step is unknown. This condition has the potential to cause an interruption of delivery. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. No additional information is available.